Event description:
It was reported a home patient experienced a break in aseptic technique during continuous ambulatory peritoneal dialysis therapy (capd) using unknown baxter disposables which caused peritonitis manifested by fever and cloudy peritoneal effluent. The patient was diagnosed with peritonitis 2 days after admission to the hospital for an unreported indication. It was not reported if the peritonitis prolonged the patient's hospitalization. The patient was treated with vancomycin 1 gram (route and frequency not reported) and amikacin 12.5 units (route and frequency not reported). Outcome of peritonitis was not reported. It was not reported if the patient was retrained on aseptic technique.

Manufacturer narrative:
(B)(4). Additional information: three weeks after the onset of peritonitis, the patient recovered from the event.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be performed. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The patient was treated with ciprofloxacin (500mg, 2 times daily, route not reported). Two days after the onset of peritonitis, the patient was discharged from the hospital. The patient was recovering from peritonitis.